Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had received failed battery alarm and replace battery now alarm. The customer¿s blood glucose level was 5.8 mmol/l. Customer stated that they had a received failed battery alarm during normal use. The troubleshooting was performed and was advised to insert another new or fully charged battery and again received alarm. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, failed battery test alarms, or low battery alarms noted during testing. .